Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to the corroded keypad traces. No button error alarm noted. The device also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.

Event description:
It was reported that the customer received a button error alarm that could not be cleared on her insulin pump. It was stated the insulin pump may have been exposed to moisture. The customer was advised to discontinue use of pump and to revert to back-up plan. The customer's blood glucose was 18.7 mmol/l. Nothing further was reported.